Manufacturer narrative:
The suspect device was returned for evaluation. The device was visually inspected and functional testing was performed. The complaint is confirmed. The root cause is attributed to overtightening of the connection during the procedure. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during preparations, the pressure monitoring set was found to be leaking fluid between the pressure transducer and the 3-way stopcock. A new kit was used to finish the procedure.